Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: recurrent pop. Concurrent procedures: cystoscopy, rectocele repair with mesh augmentation, perineoplasty, enterocele repair and vaginal vault suspension (sacrospinous ligament vault fixation).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, vaginal scarring and other unspecified issues. It was reported that patient underwent mesh revision/removal in 2006 due to infections, vaginal wall damage, pelvic/vaginal wall pain. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal of foreign body on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.